Manufacturer narrative:
Eval: release valve, linkage.

Event description:
It was reported by service report that the foot end of the stretcher would not go down. No pt involvement or adverse consequences are reported.